Event description:
It was reported that a patient sustained burns to the trunk and bilateral flank areas post subdermal coagulation procedure. It was also noted that this was the first time the surgeon used renuvion.